Event description:
Customer reported that their pump screen was not turning on and appeared dark. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer through several troubleshooting steps, including pressing the pump's button, checking led indicators, and ensuring it was charged, but the screen remained unresponsive. Consequently, technical support decided to replace the pump. The pump was confirmed to be under warranty and the customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump with updated software, instructing the customer on returning the malfunctioning pump and transferring necessary settings and connections to the new device. The customer understood and acknowledged the instructions provided.